Manufacturer narrative:
(B)(4). Perforation of the ventricle occurs when a component of a medical device or surgical instrument disrupts or penetrates through the wall of the ventricular myocardial muscle. Ventricular perforation is a rare but known complication of mitral valve replacement. It is typically not related to a malfunction of the device, but it is typically related to implant technique, patient anatomy or a combination of both. The root cause of this event cannot be conclusively determined with the available information. However, the ventricle rupture in this case was most likely due to procedural related factors, patient anatomy or a combination of both. The subject device is not available for evaluation as it was discarded. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25 mm pericardial mitral valve was explanted at implant due to left ventricle rupture (miller iii). This valve was originally implanted to correct recurrent mitral regurgitation after mitral valvuloplasty due to prolapse of the cusp caused by torn chordae. After implant, left ventricle rupture occurred because the stent of this valve touched the posterior wall of the left ventricle. The device was replaced with a 25 mm non-edwards mechanical valve while the patient was on bypass with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿ in the ICU.